Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 she obtained results of ¿48, 282, 292, 303 and 339mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and denied making any changes to her diabetes management regime in response to the alleged inaccuracy. The patient claimed that ¿one hour¿ after the alleged inaccuracy, she developed symptoms of ¿excessive thirst, urination and pressure in the eyes¿ however denied receiving any treatment. During troubleshooting the customer care advocate (cca) noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hyperglycemic event after the alleged meter inaccuracy occurred.

Manufacturer narrative:
The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/30/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Device evaluation the lay user/patients test strips have been returned on 3/17/2015 and further evaluated by lifescan product analysis on 5/12/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. In addition a secondary issue was noted, the test strips were found to have shelf life exceeded. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.